Event description:
Ous MDR - at a follow up a lead dislodgement was detected and x-ray confirmed. Lead was repositioned without complications. Patient was hospitalized from (B)(6) 2013.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.